Manufacturer narrative:
Actual device evaluated by simulated use testing which could not confirm the reported issue. Evaluation and functional testing could not replicate the reported issue.

Manufacturer narrative:
Device not returned for evaluation. Device history record review did not show any issues.

Event description:
Pretest stage: freeze for up to 2 minute, temperature remain as -80c. Due to previous past experience, do not continue with the cryoprobe. Change to new cryoprobe, tested and it goes up to -140c within 2 mins. Tested again in the office, there's no gas flow and hence no iceball formation.